Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared.